Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with a 510k number k200090. Evaluation summary: even though the customer(s) selected the brush based on the brochure, the channel of endoscope can be cleaned completely and not related to safety issue since the outside diameters of compatible brushes described on the brochure are smaller than the IFU. We have confirmed that the marketing material (brochure) has already been updated with a new one. This report is being filed as part of the pentax backlog management plan.

Event description:
The operating channel has a diameter of 2.4mm, the cs5522a brush ensures brushing for a diameter from 2.7 to 4.8 mm. This is an information from an old IFU. The information in the valid IFU for the brushes meet the specifications of the operation manual of the eg36-j10ur. The time of event is unknown. There was no report of patient harm.